Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with an air in line alarm with no air in the tubing set and a check cassette alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center the device proximal pressure sensor was found to have drifted out of calibration.

Manufacturer narrative:
During testing at the service center the device alarmed with a check cassette p alarm code. This was found to be due to the proximal pressure sensor had drifted out of calibration. The customer reported air in line alarm was not duplicated during testing; however, was noted in the device history. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.